Event description:
Complainant alleged that while treating a pt (age & gender unk) the device returned a "no shock advised" determination for what appeared to be a shockable heart rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.